Event description:
It was reported that this patient received an inappropriate shock one day post implant, from this electrode. The physician reported during troubleshooting, episodes show a wandering baseline while programmed to primary vector (1x af, 1x untreated, 1x treated, 1x sp), and a large amount of air entrapment could be seen. A technical service (ts) consultant was contacted to discuss options. Ts advised the physician to program this device to secondary vector, as the air entrapment appeared to be primarily located in the xyphoid area. The device remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.